Manufacturer narrative:
H.6 investigation summary material #: 367955. Lot/batch #: 2112278. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up and poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up and poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, was satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode red cell hang up and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and poor barrier separation of the sample. The gel barrier event occurred 20 times. The red cell hang up event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "367955 bd vacutainer 5.0ml plus sstii tube observed with gel barrier failure. Red cell mass in sstii tubes serum sample after centrifugation. No significant change in workflow and processes. No changes in centrifugation setting and temperature."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and poor barrier separation of the sample. The gel barrier event occurred 20 times. The red cell hang up event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "367955 bd vacutainer 5.0ml plus sstii tube observed with gel barrier failure. Red cell mass in sstii tubes serum sample after centrifugation. No significant change in workflow and processes. No changes in centrifugation setting and temperature."